Manufacturer narrative:
Section e1: establishment name: (B)(6) hospital. The device was returned for evaluation and the customers allegation was confirmed. It was noted that the bending angle in up direction and the up/down knob were out of standard value due to wear of the angle wire. The adhesive on the bending section rubber had a chip and a crack. The water removal ability did not meet standard value due to clogging of the nozzle and switch 4 had a wear. The paint on the scope cylinder was peeled and the scope cylinder was shaved. The image guide protector and connecting tube had a scratch. The forceps channel port was shaved and the adhesive around the objective lens was peeled. The light guide lens had a crack and the adhesive around the light guide lens was peeled. It was also noted that the plastic distal end cover had a dent. It was noted that the device was cleaned, disinfected and sterilized prior to being returned to olympus. The customer could not identify the foreign material. There was no delay in precleaning and no issues with reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a presumable cause could not be provided as it was unknown whether reprocessing was practiced in accordance with instructions for use. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had insufficient angle. Inspection and testing of the returned device found that nozzle had foreign objects. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.